Event description:
The patient reported feeling symptomatic with some atrial fibrillation. It was found that the device had reached elective replacement indications (eri) prematurely. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.